Event description:
It was reported that the 9800 system displayed a pre-charge error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the battery pack. Battery pack replaced. The system was tested and found to be working as intended and placed back into service.